Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed significant gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Sigma tibial impactors are cracked.